Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, sinus and throat irritation, excessive phlegm, hoarseness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, sinus and throat irritation, excessive phlegm, hoarseness. Additional information was received allegation of nose irritation, respiratory tract irritation congestion. Section e1 was updated section h6 health effects - clinical codes.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, sinus and throat irritation, excessive phlegm, hoarseness, nose irritation, respiratory tract irritation, congestion. The device was returned to the manufacturer's product investigation laboratory for further investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provides airflow. The humidifier was not returned so pil used a known good humidifier to confirm a known good heated tube heats and heater plate heats. During the investigation, pil observed an unknown contaminant on the accessory flip doors and top enclosure. An unknown dust contaminant was observed inside the air inlet of the blower box. An unknown contaminant was observed on the exterior of the rear panel. An unknown dust contaminant was observed on the ui panel, pca, on the top of the blower box, rear panel, o-ring of the rear panel, bottom enclosure, blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet and the blower seal and also addresses the issue of keratin. Evidence of liquid ingress was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. No error logs were present.